Event description:
On (B)(6) 2011, pt reported the menu button and the check button are not working. Pt stated, he is getting the power interrupt error message and it will not let him clear the error message. Pt reported, he received an error message that said to reinsert the battery so he did that and now it says e8 (power interrupt) error message. Advised pt he probably received the e7 (electronic error) message first. Had pt try a new battery; e8 came up again and pt was unable to clear it. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.